Event description:
It was reported that after completing the cuts, surgeon trialled with the 8 mm spacer. After cementing the final components, it was very difficult to insert the poly trial because the patient's ligaments were very tight. Once the trial poly was in, surgeon said that the joint balance felt perfect. However, in order to remove the component he needed to damage the poly trial. Surgeon thinks the poly trials and final components should be easier to insert and remove. Approximately 20 minute delay to insert and remove the poly trial.

Manufacturer narrative:
The device, used for treatment, was returned for prior evaluation but discarded. Visual inspection of the returned device revealed the version of poly trial that broke was the older design. There was no impact to the patient. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified similar events. The naviopfs¿ system for unicondylar knee replacement released at the time of the complaint provides detailed instructions for placement and removal of the poly trial. The user is instructed to instructed to follow the tibia first: implant planning and placement guidelines when going through this process. The poly insert trial is designed to engage with the tibial trial when placed in the patient's anatomy and prevents any catching from respective geometries. The user's manual provides detailed instructions for placing the poly trial.